Event description:
Additional information received reported that the implantable neurostimulator (ins) was showing position changes but not changing amplitude. During the call the device was turned off then back on and the adaptive stimulation changes were functioning as expected. Subsequent information received reported that the manufacture representative reported the same issue was occurring. The patient was reprogrammed to what the patient said were "good amplitudes." During the adaptive stimulation check the patient could feel changes but amplitudes were not comfortable. It was verified that positional changes were being identified and amplitudes were adjusting. It was believed the adaptive stimulation was working but the patient is sensing the amplitudes differently.

Manufacturer narrative:
Product ID, 39286-65 serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37744 serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient with adaptive stimulation was losing the feeling of stimulation while changing body positions. The patient felt the stimulation "shuts off for a short while." The patient also felt that the stimulation came on really strong for a few minutes after bending over and standing up, but would return to normal. The patient's adaptive stimulation was reprogrammed with some success, but the patient still had concerns about their therapy and had two appointments scheduled for 2012 (B)(6) and 2012 (B)(6). Additional information has been requested, but was not available as of the date of this report.